Event description:
Ismp medication errors reporting program. Description: a child with an egg allergy was admitted to our hospital for a 36h video eeg. Towards the end of the eeg, the child started breaking out in hives. He did not have respiratory difficulties or anaphylaxis. The eeg was stopped, paste was removed, and the child was given diphenhydramine. The child's grandmother noted that the eeg paste (elefix made by nihon kohden) said (I don't know the wording exactly) not for use in egg allergic pts. Our facility was not aware of this and we have since implemented a checklist prior to application of the paste in all pts getting an eeg. Pt's gender: unknown. (B)(4).